Manufacturer narrative:
(B)(4).

Event description:
It was reported during a regular follow-up, fluoroscopy revealed externalized conductors and high capture threshold was observed. The lead was explanted and replaced. The patient condition is good.